Manufacturer narrative:
Additional information will be provided upon investigation conclusion

Event description:
The customer reported the intermittently activation of backrest function. The device was evaluated by arjo service technician . The device evaluation showed that the backrest moved without command. The failure happened due to a faulty touch pad. Found the r/hand, head-end, safety to have user damage, full function, and electrical safety tested ok.

Manufacturer narrative:
A customer informed about an event involving enterprise 8000 bed. Following information reported, intermittent activation of a backrest section was observed. No injury was reported to arjo. An arjo technician tested the device and confirmed that the enterprise 8000 bed moved unintended without any actions given by the user. The failure was caused by a damaged touchpad-nurse controls (which are located on the outside panel of the head end of the safety side). The defective component was replaced and the proper functionality of a bed was confirmed during testing. In summary, there is no information if the enterprise 8000 bed was used with the patient when the bed moved unintended. The bed did not meet the manufacturer¿s specifications as the nurse control panel was defective. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to the unintended bed movement.